Event description:
It was reported to philips there was a technical malfunction with the acquisition of the trace. There was no trace, then a line. The user replaced the ECG cables. The user finally managed to do a 12d, but there was no more trace with a 18d. The user replaced ECG cables again including the position of the electrodes. There was no error message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips there was a technical malfunction with the acquisition of the trace. There was no trace, then a line. The user replaced the ECG cables. The user finally managed to do a 12d, but there was no more trace with a 18d. The user replaced ECG cables again including the position of the electrodes. There was no error message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG block connector. The fse replaced the ECG block connector. The device passed all performance assurance tests and was placed back into use with the customer.